Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, lung disease. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The pms assessed this case and as far as the reported harm it has been assessed as not related to the device in this case. So it has been deemed that the manufactured device may not cause or contributed to death or a serious injury. This information has been updated and this report has is being filed to correct that information. Currently we are unable to obtain additional information due to lack of customer contact information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, lung disease. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. Currently we are unable to obtain additional information due to lack of customer contact information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, lung disease. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.